Event description:
The following description of the event was copied from the user facility maude event report received by cardinal health from the FDA on (B)(6) 2008. "Ventilator touch screen locked. Pt able to get breaths but no changes could be made to the ventilator." The following description of the event was documented by a cardinal health tech support specialist from the user facility maude event report received by cardinal health from the FDA on (B)(6) 2008. "Per maude event report event date (B)(6) 2008 per customer, ventilator touch screen locked. Pt able to get breaths but no change could be made to the ventilator." The following event was documented by cardinal health tech support specialist after an attempt was made to contact the user facility. "I called the customer requesting update on s/n copy of any eval done and if possible, if we could evaluate the unit in our fa lab. I received voicemail, left detail message with reference call #."

Manufacturer narrative:
Though the user facility indicated on their maude event report that the device is available for eval, the user facility has not responded to cardinal health request for the unit to be returned for eval. The user facility did not submit a user facility report to the MFR. Event codes were derived based on info provided by the user facility maude event report received from the FDA. Cardinal health has contacted the user facility multiple times by phone and by mail in order to get add'l info concerning the reported event and the condition of the pt. As of the date of this report, there has been no response from the user facility. Due to the lack of material info and end user response, this file will be closed and may be reopened if add'l info becomes available.